Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged top case and left plunger case. A review of the event history log found a check clutch error. During the functional testing, the customer reported complaint was confirmed by powering up the pump and running the occlusion test. The cause of the issue was found to be the clutch. The right and left clutch, clutch spring, motor, worm gear and worm coupling were replaced, as well as the top case and plunger left case. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump displays a travel course error - check clutch/plunger. Code is able to be bypassed but comes again. No physical damage, no additional information provided. Patient involvement is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.